Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition, partially cycled and with a clip in the jaw. The cycle was completed to release the clip; the following clip was properly fed into the jaws but it was removed in order to measure jaw width. A malformed clip was returned inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended; no scissoring issues were noted. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two to three clips had been deployed correctly. The third clip scissored. After the scissored clip, the device would not fully load the next clip. They used an el5ml device to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.